Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient is not feeling stimulation on group a. The patient also reported seeing a symbol on the therapy screen that he has never seen before ¿ an icon that looks like an ¿audio input cord¿ to the right of the amplitude. The patient programmer showed that stimulation was on. The patient reported he feels stimulation when the ins is on and normally has stimulation set to 4.0-4.2v. The patient stated he turned stimulation off at night and when he turned stimulation on this morning he couldn¿t feel stimulation. The patient reported that he has tried increasing stimulation and the issue is persisting. The patient increased stimulation to 7.7v on group a and still was not feeling stimulation. The patient switched to group b and confirmed he was able to feel stimulation after increasing, but he noted that stimulation was not in the correct location. The patient then changed back to group a. No falls, trauma, or emi were mentioned. The caller was redirected to follow up with her healthcare provider (hcp). The patient noted they have not followed up with the hcp since the stitches were removed after the ins was put in. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient notified their managing hcp of the event. The patient said he turned the device on and felt no stimulation. The patient then noticed the icons. A manufacturer representative (rep) came out and had no idea why the program stopped. The rep reprogrammed another channel. The patient said it works, but not as well as it used to. The patient wished there was an answer and way to fix it like it was before. No further complications were reported.